Manufacturer narrative:
Follow-up from 20-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and marker 1 broke off of the insert during the procedure on the patient's left side. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. According to product technical complaint (ptc) analysis, the possibility of micro-insert breaking during the procedure is an anticipated event. During difficult insertions, single cases of device breakage have been reported. In the present case, no difficulty during essure insertion was reported. There was no struggle with the essure system and no trauma, everything else looked fine. However, since the breakage occurred during the insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up attempts were made without success. No further follow up will be pursued.

Manufacturer narrative:
Device breakage questionnaire received on 02-sep-2015:patient information has been updated. Her (B)(6).no deviations from the insertion procedure as described in the instructions for use (IFU) were noted. It was confirmed that the breakage occurred with the implant during placement, the tip of the coil maker that trails in uterus. The description of the breakage was not provided. It was reported that the IFU were followed. The broken pieces retrieved from uterus, but essure was not removed. It was reported that it was not medically necessary to remove essure. The patient did not present any injury, and the breakage could not lead to serious injury under less fortunate circumstances. The outcome of breakage is recovered, and the device was not available to return. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure(fallopian tube occlusion insert) inserted and marker 1 broke off of the insert during the procedure on the left side. The broken pieces were retrieved from uterus but essure was not removed. The patient did not present any injury. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. According to product technical complaint (ptc) analysis, the possibility of micro-insert breaking during the procedure is an anticipated event. During difficult insertions, single cases of device breakage have been reported. In the present case, no difficulty during essure insertion was reported. There was no struggle with the essure system and no trauma, everything else looked fine. However,since the breakage occurred during the insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 22-may-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c18713 for permanent sterilization. It was reported that marker 1 broke off of the insert during the procedure. This happened on the patient's left side. Physician left micro-insert in place and he could see two trailing coils in patient's uterus. Everything else looked fine; the micro-insert still had three markers. There was no struggle with the essure system and no trauma. Physician did find piece that broke off and was able to remove it. Bilateral placement was achieved. Product technical complaint investigation result was received on 03-jun-2015: (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 27-may-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and marker 1 broke off of the insert during the procedure on the patient's left side. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. According to product technical complaint (ptc) analysis, the possibility of micro-insert breaking during the procedure is an anticipated event. During difficult insertions, single cases of device breakage have been reported. In the present case, no difficulty during essure insertion was reported. There was no struggle with the essure system and no trauma, everything else looked fine. However, since the breakage occurred during the insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.